Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver a quick convert due to high rate of ventricular fibrillation (vf). Technical services (ts) was consulted and noted functional undersensing, however, therapy was not delayed. The device operated as programmed. No adverse patient effects were reported.